Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. The root cause for the reported complaint could not be determined as no sample was returned for analysis.

Manufacturer narrative:
Evaluation summary: product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. Additional information has been requested but not received to date. (B)(4).

Event description:
An ophthalmic surgeon reported that after a bilateral intraocular lens (iol) implant cataract surgery, the patient experienced some intra-lenticular opacification in both eyes. The event is not causing any inconvenience to the patient. Additional information has been requested but not received to date. This is one of two reports being filed for the same patient. This report is for the patient's right eye.